Event description:
It was reported that during a stenting treatment procedure a vessel dissection occurred. Access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). The lesion was predilated with a 3.0mm non bsc balloon and then a 3.00x20mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The physician dilated the lesion again with the 3.0mm balloon but the sds was still unable to cross the lesion. During the attempts to cross the lesion with the sds, the shaft of the device became kinked. A dissection occurred in the mid lad. The physician noted that the calcification in the lesion broke up during the crossing attempts and when the contrast medium got into the damaged calcification the dissection occurred. The lesion was dilated with the 3.0mm balloon and then a 3.0x28mm promus element stent was deployed in the proximal to mid lad, covering the dissection. Post dilation was performed and the procedure was successfully completed with no further patient complications reported. The patient's current condition is fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a vessel dissection occurred. Access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). The lesion was predilated with a 3.0mm non bsc balloon and then a 3.00x20mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The physician dilated the lesion again with the 3.0mm balloon but the sds was still unable to cross the lesion. During the attempts to cross the lesion with the sds, the shaft of the device became kinked. A dissection occurred in the mid lad. The physician noted that the calcification in the lesion broke up during the crossing attempts and when the contrast medium got into the damaged calcification the dissection occurred. The lesion was dilated with the 3.0mm balloon and then a 3.0x28mm promus element stent was deployed in the proximal to mid lad, covering the dissection. Post dilation was performed and the procedure was successfully completed with no further patient complications reported. The patient's current condition is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found that there was a hypotube kink 95mm from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).